Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) batteries were unable to be removed from either slot. Batteries were stuck inside the slots. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse confirmed the reported issue. The fse adjusted the positioning of the slot interface board. The batteries were then able to be ejected properly. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use.